Event description:
Facility reported "connector continues to slide out - after the dr pulls off the breathing circuit connector, cuts it, and then goes back in to connect the tube. Connector continues to slide out."